Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06024. It was reported the patient had redness and drainage at her lead incision site due to an infection beginning on (B)(6) 2014. The patient was prescribed oral antibiotics and sent to the ER for a dose of IV antibiotics. Additional information received identified the patient's infection has reportedly resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.